Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascrs0121 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
Reportedly, at the moment of opening the package, when the ide took the needle, she felt a sting. She noticed that the plastic covering the needle was bent and the needle came out.

Event description:
Reportedly, at the moment of opening the package, when the ide took the needle, she felt a sting. She noticed that the plastic covering the needle was bent and the needle came out.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the needle piercing the plastic sleeve was confirmed; however, the root cause was not identified. The product returned for evaluation was one 19ga x 0.75¿ safestep safety infusion set. The sample was received with the safety mechanism not engaged and appeared free of usage residues. The plastic sleeve overlaid the needle shaft; however, the sleeve was bent and the needle had perforated the sleeve. Microscopic inspection of the split in the sleeve revealed as sharply defined and striated split surface. Inspection of the needle was unremarkable. The needle was observed to be perforating the plastic sleeve and inspection of the split in the sleeve confirmed that it had been caused by a sharp instrument, likely the needle tip. Such damage can occur if the plastic sleeve is manipulated. The device was received outside of its packaging, which prevented when that manipulation may have occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.